Event description:
Consumer reports first result of two consecutive tests are also lower. Analysis run on clark error grid using mean avg. Reading (64) as ref. Point vs. Bd reading (81) yielded data points in the d range of the grid, outside acceptable limits.